Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had gone through many infusion sets and reservoirs. Her blood glucose at the time of incident was in the mid to high 300 mg/dl range. The customer stated that she noticed one of her old reservoirs was wet; there was no wetness on the insulin pump. Troubleshooting was initiated for the reservoir leak. The patient stated that the leak occurred where the reservoir connects to the tubing. There were no cracks on the barrel. The customer was unsure if there were any missing components to the reservoir. No products were returned as the customer disposed of the reservoir and two replacement reservoirs and infusion sets were shipped to the customer.